Event description:
It was reported that the confirm device exhibited premature battery depletion. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the device was received at eri in the laboratory. Final analysis confirmed short longevity. The cause of the short longevity could not be determined.